Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the user experienced repeated insulin leakage after starting a new pump, which was traced to an incorrect supply change process in which the cartridge was attached to the connector before insertion into the device. Symptoms included insulin leakage with risk of under-delivery. Outcomes included device performance concerns without alarms, alerts, or hospitalization. Investigation included remote troubleshooting and user education on the correct infusion set and cartridge change procedure. Investigation of this case revealed incorrect deployment of the infusion set or connector attachment error leading to leakage, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique was the most likely cause.